Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with unspecified mentor smooth saline breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation on (B)(6) 2021, mentor became aware that the patient underwent device removal and replacement with saline mentor smooth round moderate plus profile breast implants, catalog numbers 3502350 and 3502375 on (B)(6) 2020. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, unk_saline smooth 300 cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear was observed at a junction of the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).